Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an ultraflex esophageal ng distal release covered stent was implanted in the esophagus to treat a malignant stricture during a stent placement procedure performed on an unknown date. On (B)(6) 2023, two- or three-days post stent placement, the patient was feeling unwell. An x-ray was taken, and it was noted that the stent has migrated downward from the target location. The ultraflex esophageal stent was removed from the patient with biopsy forceps, and the procedure was completed with another ultraflex esophageal stent. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a010402 captures the reportable event of stent migration. Impact code f23 captures the stent removal procedure. Impact code f2301 captures the used of biopsy forceps to remove the stent from the patient.

Manufacturer narrative:
Blocks b5, d6a and d6b (implant date and explant date) have been updated with the additional information received on april 13, 2023. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Impact code f23 captures the stent removal procedure. Impact code f2301 captures the used of biopsy forceps to remove the stent from the patient.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an ultraflex esophageal ng distal release covered stent was implanted in the esophagus to treat a malignant stricture during a stent placement procedure performed on an unknown date. On (B)(6), 2023, two- or three-days post stent placement, the patient was feeling unwell. An x-ray was taken, and it was noted that the stent has migrated downward from the target location. The ultraflex esophageal stent was removed from the patient with biopsy forceps, and the procedure was completed with another ultraflex esophageal stent. The patient's condition following the procedure was reported to be stable. Additional information received on april 13, 2023. It was reported that the ultraflex esophageal stent was implanted on (B)(6), 2023, and was removed on (B)(6), 2023.